Event description:
Boston scientific received information that during a follow up this device had triggered end of life (eol). It was noted at a previously follow up three months ago the device had not triggered elective replacement indicator (eri), thus it was alleged that eri to eol time was shorter than expected. Premature battery depletion was alleged. It was also noted that thresholds were high thus possibly contributing to observed clinical observation. A replacement procedure has been scheduled. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that the device was explanted and will be returned. Upon return and analysis this investigation will be updated.